Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00917. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 8 months. Manufacturer's investigation: a direct correlation between hmii lvas and the reported event could not conclusively be established through this evaluation. Analysis of the log file that was provided by the account confirmed multiple low flow alarms and pi events; however, a specific cause for these events could not conclusively be established through this evaluation. The log files showed low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The log files also captured multiple pi events. Despite the observed alarms, no atypical events were recorded and the pump operated above low speed limit for the duration of the log file. The pump appeared to be operating as intended. The hm ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the hm ii lvas. Information regarding recommended anticoagulation therapy is also provided. It explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. This IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarm was observed and patient experienced elevated lactate dehydrogenase (ldh). Log file analysis completed by the manufacturer¿s technical services representative confirmed low flow alarms. On (B)(6) 2018, additional log file analysis completed by the manufacturer¿s technical services representative revealed low flow hazard alarms on (B)(6) 2018 and (B)(6) 2018. The estimated flow appeared to be below the alarm threshold of 2.5 lpm. There were no other unusual events seen within the log and the pump appears to be functioning as intended. Additional information was requested, but was not provided.